Event description:
A surgical director reported that during cataract surgery, upon use of this product, it was noted that a white particle from the syringe entered the patient's eye which had to be irrigated. There was no harm to the patient. Additional information was received from the surgeon who reported the event tasted for "seconds" and resolved without treatment upon irrigation.

Manufacturer narrative:
The product was not returned for analysis. All syringes were visually inspected for foreign material by qualified operators. Items with foreign material were rejected during this inspection. The reference samples were inspected, no foreign material was observed. No further investigation possible without the complaint sample. Based on the results of this investigation this complaint cannot be confirmed or explanted. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).